Event description:
The physician used a wilson-cook six shooter saeed multi-band ligator. Upon completion of the procedure while withdrawing the endoscope, the barrel separated from the friction-fit component that was connected to the endoscope. This occurred while exiting the patient's mouth. An injury to the patient did not occur.